Event description:
Related manufacturer reference number:(B)(4). It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker exhibited poor sensing in the right ventricle. When the physician attempted to untighten the right ventricle (rv) lead from the pacemaker, it was found that the rv lead was failing to be removed from the pacemaker header. The pacemaker and the rv lead were not used. The physician continued with the second pacemaker and rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to loosen the pacemaker's setscrew to disconnect the lead was confirmed. Epoxy was found in the pacemaker's connector block threads, which resulted in the reported event. The observed epoxy was caused by a manufacturing anomaly. Actions have been taken to prevent reoccurrence. The device was electrically normal with normal sensing. No electrical anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.